Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. P-cap / reservoir locks properly into place. Unit received with missing display window cover, cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported the reservoir compartment had damage, the battery cap contacts were loose, and the retainer ring had broken off. Troubleshooting was not completed. The customer reported that they got hospitalized due to blood glucose issues around (B)(6) 2020, with unknown blood glucose levels at the time of the incident. The insulin pump will be returned for analysis.